Manufacturer narrative:
A gas delivery system (gds) was returned for analysis. An investigation was performed, and the product analysis technician reported that the root cause was due to was a failure of the airflow sensor caused by the component drifting out of calibration.

Event description:
It was reported that the ventilator while in use it had an oxygen device failed error. Reportedly, the mask was detached so that phlegm was sucked. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service provider (sp) inspected the device and found the error code in the ventilator diagnostic log. However, the sp could not duplicate the reported issue. In addition, the sp found that the o2 concentration test failed during service and flow sensor was replaced. The reported issue was not duplicated. The unit was checked overall, run in tested, cleaned, functionally tested, and no abnormality was confirmed.

Manufacturer narrative:
(B)(6).